Manufacturer narrative:
The device was disposed in the hospital.

Event description:
The patient underwent successful mechanical thrombectomy of the right m2 middle cerebral artery (mca). Complete revascularization of the right mca was achieved with a thrombolysis in cerebral infarction (tici) score of 2b. Two days post procedure, the patient suffered a reperfusion injury hemorrhage, which did not result in a new stroke. However, the patient's neurological condition deteriorated with progression of the index stroke. Somnolence and inattention were increased. The patient developed a subfalcine and right uncal herniation. Hemicraniectomy was performed to treat herniation. Ten (10) days post procedure, the patient died due to cardiac arrest. The event was reported as unrelated to the subject device; however, relationship to the procedure was assessed as unknown.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, hemorrhage, patient outcome of death and stroke cascading effects in relation to stroke-related complication are known risks associated with endovascular procedures and are listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
The patient underwent successful mechanical thrombectomy of the right m2 middle cerebral artery (mca). Complete revascularization of the right mca was achieved with a thrombolysis in cerebral infarction (tici) score of 2b. Two days post procedure; the patient suffered a reperfusion injury hemorrhage, which did not result in a new stroke. However, the patient's neurological condition deteriorated with progression of the index stroke. Somnolence and inattention were increased. The patient developed a subfalcine and right uncal herniation. Hemicraniectomy was performed to treat herniation. Ten (10) days post procedure, the patient died due to cardiac arrest. The event was reported as unrelated to the subject device; however, relationship to the procedure was assessed as unknown.